Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 8 (cat8), a non-penumbra sheath and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the cat8 over a guidewire and through the sheath and the cat8 would not advance further through the sheath. Therefore, the cat8 and the other devices were removed. The procedure was stopped at this point. There was no report of an adverse effect to the patient.